Manufacturer narrative:
H6: correction to annex a coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was slight resistance when removing the resheathing system. There was no damage observed to the delivery wire or the catheter. It was reported that the tip was damaged from stent stowage. The pipeline shield was removed from the patient, and a different pipeline was implanted. The patient was undergoing treatment for an aneurysm in the cervical (c1) segment, which was 5-6mm in diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment operation, the distal end was damaged in a shape of trumpet and unsheathed; it was removed due to a poor expansion, and then replacement was placed. There was deployment failure in the distal stent region. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50%o f the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or less times. There was no kind of operation, such as using another device to deploy the stent. The stent was resheathed and retrieved from the patient's body with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm with a 4 mm neck diameter. The blood vessel diameter in the landing zone was 2.8 mm on the distal side and 3.6 mm on the proximal side. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure was that there were  no problems with the replacement implanted product. Ancillary devices include a phenom27 160 cm, phenom plus microcatheter, shoryu4x4.